Event description:
Med records allege discomfort, sore, vague pain, functional joint pain, short term memory loss, "feels like I have a rope around" breast, hardening, cannot walk very well, physical discomfort, chronic problems, tender and baker class iii contracture.